Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a segmental resection of lung and thoracoscopy. While firing for segmental resection of the lung after stapling only a few mm a crack sound was heard. The tissue was not thick and hard. The surgeon was unable to fire the device any further, so the staple line was incomplete. The case was completed using a new handle and new cartridge. Patient status is alive, no injury.

Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open.functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.